Manufacturer narrative:
Results: a sample is not available for evaluation. Customer submitted a photo that depicted a 3ml syringe filled with clear liquid. A small grey piece of foreign matter could be seen on the stopper in the fluid path. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7001976. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, based on the size and the color, the fm most likely became attached to the stopper in the stopper feed during the assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a small gray particle was found in the syringe barrel of the bd plastipak¿ 3ml syringe luer-lok¿ before use. The sample was handled in a safety cabinet and no medical interventions were needed.